Event description:
Event description guidant received information that upon interrogation this pacemaker displayed 20% on the gas gauge, 6 months ago it displayed 75% remaining. The nurse is inquiring as to why such a significant drop. All the program parameters remain the same except for the atrial output went from 4 volts to 5 volts since the last follow-up.